Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 218 mg/dl. Customer confirmed pump display turned on when plugged into a power source. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.